Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 108 mg/dl. The customer stated that the insulin pump had been in the bathroom while she was showering, and now the screen showed fogginess. The insulin pump also alarmed battery out limit and demonstrated moisture exposure. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected battery out limit. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and no moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.